Event description:
It was reported that the patient presented to the clinic with clear double counting nearly every beat on the right ventricular (rv) lead. There was also a high number of short interval counts (sic). Programming options were discussed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).